Event description:
On (B)(6) 2014, a customer reported that unexpected duplicate blood sample identification numbers were tested on a galileo echo, which yielded a set of unexpected erroneous blood types, when compared to the initial correct results associated with the initial testing.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument log files on (B)(4) 2014. The immucor customer communications that describe and discuss this scenario (B)(4) were provided to the customer on (B)(4) 2014.